Event description:
It was reported to boston scientific corporation in 2007, that during an endoscopic retrograde cholangiopancreatography with lithotripsy using a trapezoid rx lithotripter (a male patient), the basket could not break or release the stone. The physician initially captured the stone but could not pull it through the papilla. After a failed attempt to release the stone and then to crush the stone with the aid of bsc's alliance ii inflation device, the physician decided to cut the wire off from the handle, abort the procedure, and perform a surgical procedure to remove the device. The patient's condition was reported as "stable".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. The product evaluation is in progress. Results of the device evaluation will be provided in a follow-up medwatch report. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for the pertinent lot. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.